Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown whether there are plans to explant the device and to reimplant the patient with another device as of the date of this report, july 27, 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011. Reimplantation attempted but unsuccessful. Patient was reportedly in the operating room for 16 hours. This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for two days post operatively for unknown reasons, additional information has been requested but has not been received as of the date of this report. (B)(4).